Event description:
Began using neilmed nasogel dry noses drip free spray on (B)(6) 2024. The nose spray caused severe congestion, severe throat burning, severe burning in nose, burning in both eyes, nausea, sinus pressure, nose bleeds, and a headache. The symptoms worsened as I continued to use the product and did not begin to ease until I discontinued using the product after realizing it may have been causing the problem. I have since discovered that the spray I was using was part of a recall due to microbial contamination. I am still having throat burning and congestion. Dates of use: (B)(6) 2024 - (B)(6) 2025. Reason for use: dry nose.